Manufacturer narrative:
Evaluation was not possible, as the product were not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported event; however, the initial reporting stated the product was not suspected of failing to meet specifications or contributing to the event. Based on the investigation findings, the need for corrective action is not indicated. Should add'l info be received the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Pt revised because of loosening of cement mantle and tray. Cement manufactured by others.